Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. Following the insertion of a farawave catheter into the faradrive sheath, a large amount of air was drawn in during the aspiration of the sheath. The catheter was removed from the sheath and the sheath was further aspirated in an attempt to remove the air that was noted. After the catheter was reinserted into the sheath, a significant amount of air was aspirated again. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
E1: initial reporter phone: (b(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. Following the insertion of a farawave catheter into the faradrive sheath, a large amount of air was drawn in during the aspiration of the sheath. The catheter was removed from the sheath and the sheath was further aspirated in an attempt to remove the air that was noted. After the catheter was reinserted into the sheath, a significant amount of air was aspirated again. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for laboratory analysis. No abnormalities found during preparation. The air bubbles were observed in the sheath shaft. The guidewire was positioned in the right superior pulmonary vein (rspv) when the farawave catheter was inserted into the sheath.

Manufacturer narrative:
Device evaluated by MFR: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. E1: initial reporter phone: (B)(6); reported here as the phone number exceeded character limit for designated field.